Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 2.0.4. Operating system: 18.7. Hardware: iphone15.4. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized in (B)(6) 2025, due to low blood glucose levels after an unspecified duration of pod. Blood glucose values were not reported, just that they had dropped low. Reported symptoms included loss of consciousness. The patient stated that healthcare professionals diagnosed pneumonia, rhinovirus and two blood infections. Treatment was not provided by the patient, and the patient did not provide a discharge date. Additional attempts were made to obtain information, but the patient declined to provide any additional information.